Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 27-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 3 ml/mg at a dose of 1.1907 mg/day via an implantable pump. It was reported that the patient was having a loss of pain relief. The patient was sent to the surgeon for exploratory surgery of his pump. It was discovered that the pump segment was twisted, coiled in the pump pocket and was restricting flow. A new pump segment was added to the pump segment to replace the twisted portion and to resume normal/patent flow of morphine to the patient. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included imaging, surgery and a catheter revision. The issue was resolved at the time of the report.